Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. During investigation the reader was observed to be too hot to hold while charging. The reader was sent for further investigaton and de-cased. The reader did not power on with button, test strips, or a usb cable. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly) and hot spots were observed on the u9 chip. The reader's battery was measuerd less than 3.0v which, is not within specification. The battery was replaced with a new un-used battery and the reader did not power on. An attempt to charge the reader was made however, the reader would not charge and hot spots were observed on the u9 and u13 chip. The hot spots is an indication that the customer was not using an abbott provided usb adapter. The power adapter and charging cable provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If the power adapter and cable are returned, an investigation will be performed.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal elevated temperatures were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.